Manufacturer narrative:
(B)(4).the device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the clearlink multi-port manifold disconnected within the packaging. It was further specified that as infusion begins, the tubing disconnects from the manifold resulting in a leak. The reported event was resolved by replacing the affected IV set with a new IV set. There was no patient injury or medical intervention associated with this event. No additional information is available.